Event description:
The customer reported that the chair belt alarms intermittently and at times when the buckle is released the alarm will not sound. They have tried new batteries in the alarm. They reported that the pt tends to get food in the sensor belt. This was discovered while in use with a pt; however, no pt incident or injury occurred. MFR report # 2020362-2010-00402 will be sent for the 8350 alarm reported on this claim.

Manufacturer narrative:
(B)(4): the product have been requested to be returned, but have not been rec'd. (B)(4).